Event description:
It was reported that an alert/notification settings issue occurred. The patient shared two separate incidents involving the dexcom g6 receiver. The first incident was that the patient reported a severe hypoglycemic event on (B)(6) 2021, at approximately 3:00 pm, while using the dexcom g6 system with a receiver configured by his endocrinologist. The alert thresholds were set to 70 mg/dl (low) and 160 mg/dl (high). During this event, the patient experienced severe hypoglycemia while driving, resulting in loss of consciousness. He stated that the receiver was in his pocket and that he did not hear any alert prior to the episode. The patient had not checked his glucose readings before driving. Emergency services transported him to the hospital for treatment. Although the exact glucose level was not recorded, the patient estimated it may have been in the 40s or lower. The patient noted that this incident involved the same receiver used in a more recent 2024 event, although he no longer possesses the serial number. During a call with tech support, the patient became frustrated with the number of follow-up questions and chose not to provide further details about the incident. He did not report the 2021 event to dexcom at the time it occurred. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).